Event description:
O.r. Procedure on date of event right knee revision total knee arthroplasty patell & tibial component. Repair of quadriceps tendon. Partial patellectomy. Postop dx-fractured patella, fractured patella component of a right total knee arthroplasty with failure of tibial component of total knee arthroplasty. O.r. Note-quadriceps tendon was ruptured & an area of fracturing of the patella superior pole was noted to have non-viable portion of the patella & was not repairable as a patella fracture. Cemented button was removed. Multiple fragments of polyethylene within the joint. No loosening of the tibial component however there was a fracture of the tibial insert.